Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. The lens was exchanged with a lens with a different power and the problem was resolved. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Over/under correction & secondary surgical intervention to remove/replace/reposition are identified in the labeling as a known potential adverse event following icl implantation. H6: health effect clinical code 4581: over/under correction. Claim: (B)(4).